Event description:
Event [preferred term] (related symptoms if any separated by commas) diabetic ketoacidosis [diabetic ketoacidosis], malfunction in the device [device malfunction], inability to inject insulin - insulin was not administered due to device issue [device failure]. Case description: this serious spontaneous case from japan was reported by a medical doctor as "diabetic ketoacidosis(diabetic ketoacidosis)" beginning on (B)(6) 2026 , "malfunction in the device(device malfunction)" with an unspecified onset date , "inability to inject insulin - insulin was not administered due to device issue(device failure)" with an unspecified onset date and concerned a elderly patient who was treated with novopen echo (insulin delivery device) from unknown start date for "type 2 diabetes mellitus", , novorapid chu penfill (insulin aspart 100 u/ml) solution for injection, 100 u/ml (dose, frequency & route used - unk, tid, subcutaneous) (therapy dates - (B)(6) 2019 to unk) from (B)(6) 2019 for "type 2 diabetes mellitus". Patient's height, weight and body mass index (bmi) were not reported. Dosage regimens: novopen echo: novorapid chu penfill: (B)(6) 2019 to not reported. Current condition: type 2 diabetes mellitus (duration not reported) on (B)(6) 2026 patient developed diabetic ketoacidosis and was hospitalised (hospitalisation details not reported) on the same day. The patient was admitted to the hospital and the patient's blood sugar levels were managed. The reporter thought that due to a malfunction in the device, the patient may had developed diabetic ketoacidosis due to the inability to inject insulin. Upon checking the patient's insulin administration, it was discovered that the device might be malfunctioning. According to the healthcare professional and mr, it is possible that insulin was not administered due to a device issue. Batch number of novopen echo was unknown batch number of novorapid chu penfill was requested. Action taken to novopen echo was reported as drug discontinued temporarily. Action taken to novorapid chu penfill was reported as drug discontinued temporarily. On (B)(6) 2026 the outcome for the event "diabetic ketoacidosis (diabetic ketoacidosis)" was recovered. The outcome for the event "malfunction in the device (device malfunction)" was not reported. The outcome for the event "inability to inject insulin - insulin was not administered due to device issue (device failure)" was not reported. Reporter's causality (novopen echo) - diabetic ketoacidosis (diabetic ketoacidosis) : probable malfunction in the device (device malfunction) : unknown inability to inject insulin - insulin was not administered due to device issue (device failure) : unknown . Company's causality (novopen echo) - diabetic ketoacidosis(diabetic ketoacidosis) : possible malfunction in the device(device malfunction) : possible inability to inject insulin - insulin was not administered due to device issue(device failure) : possible . Reporter's causality (novorapid chu penfill) - diabetic ketoacidosis(diabetic ketoacidosis) : probable malfunction in the device(device malfunction) : unknown inability to inject insulin - insulin was not administered due to device issue(device failure) : unknown . Company's causality (novorapid chu penfill) - diabetic ketoacidosis(diabetic ketoacidosis) : possible malfunction in the device(device malfunction) : possible inability to inject insulin - insulin was not administered due to device issue(device failure) : possible. Preliminary manufacturer comment: 28-apr-2026: the suspected device novopen echo has not been returned to novo nordisk for evaluation. No conclusion reached on device functionality.